Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an emergency backup battery (ebb) exchange on 12may2026 due to ebb fault alarms. The patient had also been implanted on the same day. The ribbon cable was re-seated, but the alarms continued and did not clear with the self-test. The ebb was exchanged and the alarms cleared. Log files were not available. It was also reported on 21may2026 that a second ebb in the patient's backup system controller was showing that it needed to be replaced. It was showing a manufacturing date of 26jan2000. It was also reported on 29may2026 that the patient left the hospital on (B)(6) 2026.